Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited noise. During generator change out, insulation breach was noted on the lead. The lead was capped on (B)(6) 2023. The patient was stable and asymptomatic.